Event description:
A bag of raytec sponges were opened. Packaging stated count was 10; only 9 were found inside package.======================manufacturer response for raytec sponges, raytecs (per site reporter).======================manufacture was responsive.